Event description:
A sponge package was peeled open, but the sponge was not removed as the staff member noted that it lacked the radio opaque strip it should have. The sponge was not placed on surgical field.